Manufacturer narrative:
Expiration date - unknown due to lot number being unknown. UDI - unknown due to lot number being unknown. Implanted date: device was not implanted. Explanted date: device was not implanted. Device manufacture date - unknown due to lot number being unknown. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. The product lot number was unknown, which prevented a meaningful review of the device history record and complaint files.

Event description:
The user facility reported that a 6fr angio-seal device was delivered to the right femoral artery (rfa). The device did not deploy. The anchor did not come out of angio-seal sheath. This occurred post pci (percutaneous coronary intervention). Manual pressure was applied to achieve hemostasis. No components of the angio-seal was left in patient. It was reported that a femoral angiogram is always done prior to vascular closure device deployment. There was no other equipment used with the reported angio-seal device. The patient was in stable condition. Other than the failed vascular closure device. The procedure outcome was successful.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The evaluation of the actual device could not be conducted due to the device not being returned. With no device return, the exact cause of the reported event cannot be definitively determined based on the available information.